Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further evaluation of the force bipolar instrument, and it was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar jaws were closed on tissue and would not open for a few moments. Instrument did eventually open. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.55 mm at the swaged end compared to the nominal pin diameter of 1.55 mm. Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage. Common causes of the failure mode dislodged instrument grips pin are attributed to supplier manufacturing, such as insufficient swaging by the supplier of the grip assembly.

Event description:
Refer to h11 for follow-up information.